Manufacturer narrative:
(B)(4). The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that air was noticed coming from the arterial chamber during a hemodialysis treatment. The blood lines were checked and there was no evidence of a loose connection. The nurse removed the circuit and did not rinse back the patient's blood. The patient's estimated blood loss (ebl) was noted as being approximately 250cc. The patient was restrung with a new setup on a new machine and was able to complete treatment with no adverse effects. The complaint device was not available for evaluation by the manufacturer as it was discarded by the user facility. Follow-up information was received which revealed that the bloodline appeared to have a slash in the tubing as though it had been cut with a sharp instrument.